Event description:
Pt had fusion surgery and laminectomy in 1987 with no instrumentation. In 1993 he was injured in a motor vehicle accident. He failed to improve with conservative treatment and on 9/3/93 had instrumentation surgery. On 7/7/94 instrumentation was removed and nerve roots compressed. Fusion was found to be solid. Both sides to the l5 pedicles were fractured in the outer layers on the bone and these bone chips were compressing the bone.